Manufacturer narrative:
The complaint made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2012. The revision surgery was due to infection, however during inspection of the implants it was discovered that the femur component was loose. The doctor decided that based on the original infection, all components should be removed and antibiotic spacers were implanted until a future surgery could be completed. In the revision, a tibial insert, retaining bolt, patella, femoral component, and baseplate were removed.